Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report will not be returned as the device was not explanted. The reporter of the complaint was asked to indicate the product serial number and the exact implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, dehydration, chest pain, incision pain, and ... Port site pain.

Event description:
Health professional reported that the tubing of the access port of a lap-band device may have separated from the band. Further follow-up will be conducted to gather additional information.